Manufacturer narrative:
Service was completed by hospital biomed. No repair information available. Customer contact reports no patient information available.

Event description:
The hospital reported the unit stopped ventilation during use. There was no report of patient injury.